Event description:
It was reported that the device and the rv lead were explanted due to inappropriate shocks caused by oversensing of electromagnetic interference (emi) noise. The source of the emi is unknown as the patient was hospitalized at the time of the event. Visual irregularities were noted on the lead at explant, blood ingress was found along the lead body. No further patient complications were reported as a result of this event.